Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found poor lld detection with the pipette assembly. A new tube filter assembly and 2, 2-pole cables were installed. The instrument was inspected, tested without further problem, and returned to service.